Manufacturer narrative:
(B)(4). The manufacturing records were reviewed and showed no deviations or non-conformities. The batch has passed all acceptance criteria for all tests performed and is within all specifications. Placeholder.

Event description:
It was reported that while implanting an intraocular lens (iol) into the capsule, the doctor noticed the trailing haptic had broken off after it was already inserted into the eye. The cause of the broken haptic was thought to be a loading error. The physician slightly enlarged the incision and cut the lens out. The lens was then replaced with one of the same model. There was no harm to the patient and their outcome was good.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The explanted/removed intraocular lens (iol) was returned to the manufacturing facility for evaluation. A visual inspection showed a lens where the optic was cut in half. Due to the heavily damaged lens no further testing could be done. The lens passed all acceptance criteria for all tests performed and was within all specifications during the manufacturing process. A review of the manufacturing records showed no deviations or nonconformities. The batch passed all acceptance criteria for all tests performed and was within all specifications. Corrected data: expiration date: 08/15/2014. Device manufacture date: 09/15/2011. All pertinent information available to abbott medical optics has been submitted.